Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 22 mg/dl and 114 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.4 months, due to mitral stenosis.

Manufacturer narrative:
The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.